Manufacturer narrative:
H6 conclusion-no conclusion can be drawn at this time.

Event description:
Patient called to report a reaction to vicryl suture. She stated she had a breast biopsy in 2005 and healed without any reported problems. This was followed by a five day course of radiation therapy for cancer beginning the following month. An incision and drainage of an infected seroma was performed 10 days later followed by antibiotic therapy. The infection did not resolve and a second I&d was performed in 2006. The surgical site showed improvement and redness and soreness recurred in 10 days later. No further information was provided.